Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the air in line alarm. The fluid number readings from the upstream sensor were found to be below specification. Low readings caused the device to have increased sensitivity to false air in line alarms. This condition was caused by a failed upstream sensor. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any pt involvement is unk.